Event description:
It was reported that the user experienced hyperglycemia after changing ilet pump infusion supplies, despite confirming no leaks, kinks, or bubbles, proper cartridge insertion prior to adapter connection, and visible drops at the secondary adhesive while using a contact detach 23" 6 mm set. Symptoms included no reported clinical symptoms with a blood glucose of 316 mg/dl and a high glucose alert. Outcomes included self-management at home with planned follow-up after supply replacement and no hospitalization. Investigation included remote troubleshooting and user education, with a recommendation to replace all supplies. Investigation of this case revealed an unclear cause of hyperglycemia with no device malfunction observed during troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.